Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7079548.

Event description:
It was reported that the patient lead has migrated to the anteriorly. It was also noted that the patient did not get enough relief. The patient underwent a lead revision replacement procedure and doing well post operatively. The explanted device was thrown at the facility.